Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the cassette had to be changed due to a no disposable alarm on the pump. Alarm was resolved with a different cassette. No symptoms reported at that time. Patient reported shortness of breath from the previous day. The reported product fault did occur, while in use with the patient. Product issue did not cause or contribute to patient or clinical injury. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.